Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the impeller upper pivot. The device was tested per specification. The device was run on a bio console from 0-4000 rpm¿s, u sing di water in the circuit, a noise level greater than 70 db was recorded, specification is less than 68 db. The device was run on a bio console from 0-40000 rpm¿s, using di water in the circuit. There was a "wobble" observed when the device was operated. Reason for the return was confirmed for damage and noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a mc3 vitalflow centrifugal pump, it was reported that the ap40 pump head was loose, and decoupled. Use of device was unspecified. There was no adverse patient effect associated with this event.